Event description:
Additional information was received from the local field representative. This lead was damaged during bypass surgery. He noted that no asystole and no issues were noted as the patient had a temporary pacemaker in place until the lead revision procedure was performed. At that time, the lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient is pacemaker dependent and this right ventricular (rv) lead exhibited loss of capture. Surgical intervention was performed and this lead was taken out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned; it was severed 160 mm from the terminal pin. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations with the segment of the lead that was returned.